Manufacturer narrative:
It is alleged that a couple of years post implant the patient was diagnosed with displaced mesh with adhered omentum. Medical records have not been provided. With the limited information available at this time, an assessment cannot be made regarding the allegations made by the patient's attorney. Adhesion formation is a known inherent risk of surgery. Adhesions are listed in the adverse reaction section of the instructions-for-use as a possible complication. If additional information is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following has been alleged by the patient's attorney: on (B)(6) /2008 - the patient underwent surgery to repair an incisional hernia. As reported, a bard/davol perfix plug, was implanted to repair the hernia defect. On (B)(6) 2011 - the patient was admitted to the hospital where she was diagnosed with displaced mesh with adhesed omentum. It is alleged that the patient underwent an additional surgery to remove the perfix plug and part of her omentum. The patient's attorney alleges that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
It is alleged that a couple of years post implant the patient was diagnosed with displaced mesh with adhesed omentum. Medical records have not been provided. With the limited information available at this time, an assessment cannot be made regarding the allegations made by the patient's attorney. Adhesion formation is a known inherent risk of surgery. Adhesions are listed in the adverse reaction section of the instructions-for-use as a possible complication. If additional information is provided, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided, to correct the corporate lot no, expiry date and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 2 years post implant of perfix plug, patient was diagnosed with adhesions, possibly infected mesh, mesh migration, mesh deformation and abdominal pain thereby underwent repair with mesh removal. Per op notes, "mesh seemed to have been bunched up and displaced to the lateral right side". In regards to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10, h11 corrected fields: d4 (corporate lot no, expiry date), h4 (manufacturing date) this supplemental emdr is submitted to represent the perfix plug (device #1). An additional emdr was submitted to represent the mesh - composix l/p (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following has been alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery to repair an incisional hernia. As reported, a bard/davol perfix plug, was implanted to repair the hernia defect. (B)(6) 2011 - the patient was admitted to the hospital where she was diagnosed with displaced mesh with adhesed omentum. It is alleged that the patient underwent an additional surgery to remove the perfix plug and part of her omentum. The patient's attorney alleges that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent open repair with perfix plug (device #1). Per the operative notes, "incisional hernia was noted and was dissected free. An extra-large perfix plug (device #1) was inserted and sutured." (B)(6) 2011 - patient developed abdominal pain thereby underwent laparoscopic lysis of adhesions, removal of possibly infected mesh and partial omentectomy. Per the operative notes, "adhesions were actually adhered to a piece of mesh (device #1) which seemed to have been bunched up and displaced to the lateral right side. Performed partial omentectomy to free the adhesions from the mesh. There was a possible infection of the mesh. The mesh itself was bunched up and was dissected out." (B)(6) 2011 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with composix l/p mesh (device #2). Per the operative notes, "enterolysis of the omentum and omental attachments to the anterior abdominal wall as well as around the ventral hernia was performed. A composix l/p mesh (device #2) was tacked to the anterior abdominal wall." (B)(6) 2015 and (B)(6) 2015 - during hospital visit patient had abdominal mass and pain. (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair. Per the operative notes, "the hernia sac was identified which consisted of the previous mesh (device #2) itself. The dissection around the mesh and the fascia was conducted, the mesh was released slightly from the fascia. There was no bowel noted herniating around it but the mesh itself was very protuberant so decided to close the defect over this mesh. The fascia was double breasted using sutures." Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence, infections, removal of right ovary because of adhesions and emotional injuries.